Manufacturer narrative:
The event of scs system not functional was reported to abbott. The scs system was explanted due to the neurosurgeon cutting the leads during a previous back surgery. The drg system was implanted. Effective therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00702. It was reported that patient underwent an unrelated back surgery and during the procedure the physician cut the leads. Surgical intervention was undertaken wherein the remainder of the scs system was explanted and a new drg system was implanted. Effective therapy was restored.